Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s husband reported changing the infusion set and reservoir while priming and receiving the alarm. The customer states the alarm is recurring and they are unable to finish priming the insulin pump. The customer did not troubleshoot the issue. The customer has been using manual injections since yesterday. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. Device passed displacement test.